Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that was open for over 30 days and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". A replacement of dario's strips and control solution were sent to the user to further investigate this issue. After the above was received, the user reported that he tested with the control solution and received readings that are within range. In addition, the user reported that the new cartridge of strips have been reading normal for him. Therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On february 10th, the user contacted dario to report high blood glucose (bg) readings. The user reported that he received from his dario meter high bg readings in the range of 486 mg/dl to 500s mg/dl. Due to these high readings, the user went to the doctor where his bg level was measured with the doctor's meter which read 186 mg/dl.